Manufacturer narrative:
Evaluation summary: customer report of "aortic regurgitation secondary to leaflet tears" was visually confirmed. All three leaflets were observed to be thickened and swollen along the wireform and near the commissures. Leaflet thickening restricted the mobility of leaflets 1 and 3, and led to stenosis. Leaflet 1 had a 3.5mm non-transmural tear near commissure 1. Leaflet 2 had a 6mm non-transmural tear near commissure 2, of which 0.5mm tore through the leaflet as seen on the inflow aspect. Leaflet 2 also had an 8mm tear along commissure 3. Thickened tissue was noted at all tear regions. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3.5mm on leaflet 3 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspect. The x-ray demonstrated the wireform to remain intact. One fragment of host tissue was also returned with the valve. Additional manufacturer narrative: tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the degeneration and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipate but has not yet begun. A supplemental report will be submitted upon completion. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no DHR is required.

Event description:
Edwards received information that this 25mm aortic pericardial valve, implanted approximately twelve (12) years and six (6) months, was explanted due to aortic regurgitation secondary to leaflet tears. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 25mm aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovering¿ in the ICU. The device was returned for evaluation.